Manufacturer narrative:
Other relevant device(s) are: pn: 9733597, ln: 160921. A manufacturer representative went to the site to test the system and the axiem power cable was replaced. The cable was returned for analysis. Analysis determined that there was an electrical failure. The returned cable had no apparent physical damage but a continuity test revealed a short from the shield to pin 4 of the usb cable. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep): medtronic received information regarding a navigation system. It was reported outside of a procedure that the power cable is damaged on the axiem not allowing the system to get power. This happened prior to the case. There was no patient involvement.